Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. The device was visually inspected, functionally tested, and the alarm log review was performed. The alarm log review and functional testing revealed evidence of the f-38 alarm. Visual inspection noted damaged force sensing resistors (fsrs), which caused the f-38 alarm. The device was swapped to address this condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-38 alarm. No additional information is available.